Manufacturer narrative:
The pump was returned to animas and was evaluated. Investigation revealed the following: daily insulin delivery totals correctly reflected the user's programmed basal rates, reboots are observed in the black box, there are no alarms related to the complaint in the alarm history, and no damage was found to the battery compartment. The battery cap was not returned with the pump for investigation, so a test cap was used for all investigation steps. The pump powered on normal, a 29 hour flow accuracy test was performed on the pump, the pump passed flow accuracy test and was found to be delivering within the required specifications, the pump was exercised for 24 hours with no power issues or alarms occurring, the pump was opened and no damage was found to the power circuit. In conclusion, the reboots were verified in the blackbox download, but could not be duplicated and no insulin delivery defects found.

Event description:
The patient was reported that her pump started to reboot on its own last month and was hospitalized last night ((B)(6) 2010). The pt was admitted with a 563 mg/dl blood glucose result and was positive for ketones and had symptoms of nausea and vomiting. The pt claimed that the pump did not have any power all day on the day of the hospitalization. When the infusion set was removed from the infusion site at the hospital, it was discovered that the cannula was bent. The patient only uses the abdomen for the infusion site and stated she had issues with "knots" developing at the site. The patient was taken off the pump, was put on IV insulin, and then released from the hospital today ((B)(6) 2010). The animas rep went through troubleshooting with the pt and noted the following: the pump rebooted while on the phone, the pump and battery cap are intact, and the battery cap was last replaced before the reported incident last month, and the current battery cap was replaced this morning. She also indicated that she has seen issues with bubbles in the cartridges. This complaint is being reported because the pt allegedly was hospitalized after the power issue began.